Event description:
It was reported that a poly exchange was performed for infection of the right knee.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon insert ps#7 11mm was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, material analysis, functional inspections were not performed as not items were returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that a poly exchange was performed for infection of the right knee.